Event description:
It was reported that, "patient had pain, surgeon revised femoral component only after examining both tibial component and femur. He removed the femur and prepared it for a triathlon ts femur with 15x100 mm stem and offset. The pt had a primary baseplate ((B)(4)) implanted that was stable, the surgeon elected to use a ts insert. I made him aware that it was off-label and he acknowledged."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.